Event description:
Pt came to surgery for total hip arthroplasty. In surgery, a small piece of metal sheared off the impactor & was discovered on routine post-op x-ray. Post-op film showed small metal object and closer inspection of the instruments identified instrument involved. Physician discussed with pt/family. Decision made that due to very small size and location of piece of metal, would not attempt to remove item. Physician does not expect any complications to develop.